Manufacturer narrative:
(B)(4). Common device name: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was found broken prior to a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Visual examination of the returned product identified that the o-ring is disassembled from the body and was not returned. Cosmetic inspection found scratches, nicks, strike marks, wear marks and fading etch. Per the print, the o-ring is attached to the body by hand. Without review of the o-ring, we are unable to determine if the o-ring has broken. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.